Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733737, serial/lot #: unavailable, foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the counter balance arm was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera arm does not stays in place. No patient was present at the time of the event.